Event description:
Pt reported that pump we sent last month (B)(4) is asking for passcode. Advised that the programming has been lost. Reviewed that a battery needs to be kept in the backup pump when not in use and he needs to change battery with each change. Pt has been using his only functional pump over and over. He needs to have two functional pumps at all times. No other info available. Is the actual device available to be returned for investigation? Yes. Did we replace device? Yes. Did the pt have backup device there were able to switch to? Pump was not in use, pt has working pump. Did the reported product fault occur while in use with a pt? No; did the product issue cause or contribute to the pt or clinical injury? No. Reported to (B)(6) by pt/caregiver.